Event description:
It was reported that during a procedure of the non-calcified, mildly tortuous, 60% stenosed, de novo mid lesion of the femoral artery the 5/40 mm armada 35 balloon dilatation catheter was inflated to an unspecified pressure but a leak of contrast was noted at the transition between the black section and the purple sheath. There was no reported damage/issue with the balloon section. The device was removed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon held pressure with no leak as reported. The reported leak was not able to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.